Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not get defibrillation threshold with an adequate safety margin even with a coil and y adapter. Another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis summary: (B)(4). The device was returned, analyzed and no anomalies were found. . Concomitant products: 4193 implantable pacing lead: (B)(6) 2008. 4076 implantable pacing lead: (B)(6) 2008. (B)(4).